Event description:
It was reported that during a minimally invasive mitral valve repair, the clinican could not advance the catheter through the hemostatic valve because the valve would not open. Procedure was converted to a sternotomy.